Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor saline textured breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination and mammogram. As a result, the patient underwent device removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The device is a 275cc breast implant the investigation of the returned device was completed by the failure analysis lab on (b(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the unk_saline implants textured breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the unk_saline implants textured breast implant. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).